Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that excessive force was used to remove a guide wire that met resistance. It should be noted that the guide wire pilot instructions for use (IFU) states: ¿do not push, auger, withdraw, or torque a guide wire that meets resistance.¿ in this case, the IFU deviation appears to be a reasonable clinical response to the difficulties. The investigation determined the reported difficult to advance and difficult to remove appears to be related to the operational context of the procedure. Additionally, the reported material separation appears to be related to user error. The separated portion of the guide wire was embedded in a vessel. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an occlusion of the middle left circumflex (lcx) artery. The hi-torque (ht) pilot 50 guide wire was advanced but with resistance with the anatomy. Resistance was noted during removal with the guide catheter and force was applied. It was noted that the guide wire separated and about 45mm away from the tip could not be withdrawn from the anatomy during removal. There was no attempt to retrieve the separated portion and was left embedded in the vessel wall. The operation ended. The patient was observed and complained of no discomfort. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid.